Event description:
Patient experienced a 104 degree fever shortly after flushing IV site. Patient was serviced from 2004 through end of 1/2005. Since the end of january, patient was in the care of a new service. The patient is currently receiving IV antibiotics and had their port removed and replaced due to the infection. Facility had the four lots indicated in stock that time. Facility was unable to access actual hospital lab results due to hipaa restriction. Syringes were sent for analysis. Microbial testing did not isolate the same organism the patient was infected with.